Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a foreign material inside the air/water tube. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. The foreign material was not removed because the subject device was not reprocessed properly due to leak at the up/down angulation control knob and scope body. There was no damage to the air/water channel where the foreign material was detected. The instruction for use states the detection method associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection.¿, and preventive measures in the "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.